Event description:
It was reported that the function of changing thickness is not working on the zimmer air dermatome ii handpiece. Additional clinical follow up with the hospital indicated that the issue was identified during internal zimmer testing prior to device use for sales promotional purposes. There was no pt or hospital involvement.

Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 2/20/2012 and has no repair history at zimmer surgical. Inspection of the device observed that the thickness control lever did not adjust the control bar. Calibration verification displayed that the control bar would not alter depth settings when the thickness control lever was rotated. Calibration of the unit was of calibration on the left and right side. During the repair and recalibration of the device, the repair technician observed that the lever met screw was not on the flat part of the control shaft. The shaft displayed evidence of the set screw being repositioned on the control shaft. The displacement of the set screw left a marking on the side of the control shaft. As the set screw was not properly positioned, rotation of the thickness control lever could have not rotated the control shaft, thus the control bar depth would have stayed constant. There is no evidence to prove that excessive force altered the set screws position. The marking pattern left on the control shaft shows evidence that the set screw was loosened and then retightened. Improper handling of the device most likely caused the set screw position to become altered. The device was serviced and returned to the customer.